Event description:
It was reported that the on the philips hemo system with intellivue x3 the non invasive blood pressure (nibp) measurement values are off up to 200. He device was not in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included testing of the affected alleged malfunctional device. The results of the analysis were that the device needed calibration. Additional wear is observed on consumables and renewal is suggested. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the device was used outside of calibration. The issue was resolved by calibration and the product is back in service. E1: (B)(6). E1: (B)(6).